Event description:
It was reported that during a gastric procedure, the tissue pad detached off. No error code was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.